Event description:
The mechanical structure of a jb-70 unit, serial number (B)(4), separated from the wall. The top screw came out of the wall. The x-ray unit hit the arm of the hygienist, then hit the floor behind the patient. The progeny technical support confirmed with the dental office that there was no injury.